Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.

Event description:
Canada reported that pre-op during initial count, the scrub nurse was doing the initial count and string easily came detracted from pattie. Device was gently handled during count. Did not pull string.

Manufacturer narrative:
Device was returned for evaluation. Upon completion of the investigation a followup report will be filed.

Manufacturer narrative:
Upon completion of the investigation it was noted that the product that was received was inspected and it was noticed that the cottonoid being used was slightly thicker than we normally use (0.050 inches thick). The green string weld was evaluated on the other 9 patties and all product passed the specification for the green string pull test (minimum of 3 lbfs). The results were 8.27, 8.28. 8.02, 8.22, 7.58, 6.76, 8.24, 8.31, 9.36. The DHR was evaluated and no anomalies were seen on the record. Due to cottonoid variation, the pattie green string weld can vary slightly. The thicker the cottonoid the less friction the horn transfers to the pattie. All product passed our specification of a minimum of 2.0 lbf and the alert level of 3.0 lbf. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.